Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display text was found to be dim and discolored. Unrelated to the complaint, the battery compartment was found to be cracked from the battery cap to the case seal. Moisture damage was also found inside of the battery compartment during a leak test. Also unrelated to the complaint, the ok, up, down, and contrast buttons were found to be intermittently responsive. The ok and up symbols had been torn out of the rubber keypad. The keypad cover removed; contamination was found underneath the button key contacts and the up/down and contrast key contacts were found to be inverted. Also unrelated to the complaint, the vibratory feature of the pump was found not to be working; the vibration motor pins were found to be out of alignment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.